Event description:
It was reported during an endoscopic brow lift, the drill bit broke in half when the doctor started drilling into the patient¿s skull. Another drill bit was used to continue the procedure with no patient harm.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Returned device was analyzed by quality engineer. Received one (1) sample(s) with original opened box and label intact on the box identifying part# as 3747103, browlift bone bridge, universal drill bit from lot# 0207354939. The condition of the device showed customer use / handling as the device was found broken in two pieces. Analysis results: observations: from visual evaluation, the drill bit was found broken into two pieces. As per product drawing (B)(4) - drill universal bone bridge rev. B, the fluted length should be 0.50". The drill bit was found broken at the location where the fluted area begins. The broken fluted piece measured approximately 1cm (0.39"). A small portion of fluted area still remained intact to the shaft. The outer diameter of the drill bit was found to be 0.081" which meets the specification of 0.081" +0.000 / -.001. The outer diameter of the shaft near its proximal end measured approximately 0.124" which meets the specification requirement of 0.123" +/- .003. The length measured approximately 1.25" which meets the drawing specification of 1.25". No manufacturing related issues could be found. The break on the drill bit could be indicative of possible procedural / anatomical / operational factors encountered by the customer during procedure which may have led to the failure observed on the device. These factors include and are not limited to difficult anatomical location, hard bone/tissue structure. These factors can cause the customer to exert pressure, manipulate and/or maneuver the device in a manner that may lead to its breakage. Conclusion: based on the above observations: although the exact root cause of the complaint was not determined, the most likely underlying cause is related with 'operational context' as it is possible that customer maneuvering / manipulation of the device due to possible procedural / anatomical / operational factors encountered during the procedure may have led to device breakage. Results: fracture. (B)(4).